Manufacturer narrative:
The customer usually receives sample material in 92 x 15 mm. Tubes. They sometimes receive sample material in 90 x 13 mm. Secondary tubes. The customer does not use rack adapters required for 13 mm. Diameter tubes. The field service engineer determined that the mixer was slightly bent. The mixer was replaced. Probe adjustments were checked and the sipper probe was adjusted. Performance testing was carried out and this was ok. The customer has not reported any additional issues.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with roche diagnostics cobas elecsys anti-tpo on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in an anti-tpo result of > 600 iu/ml. The sample was repeated, resulting in a value of 7.88 iu/ml. The repeat value was considered correct. The anti-tpo reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer adjusted a bent mixer and the sample probe. Performance testing was run and was ok. There were liquid level detection alarms occurring on the analyzer and it was determined the customer was not cleaning the sample probe every day. The customer used 13 mm. Diameter tubes without using rack adapters required for 13 mm. Diameter tubes. The investigation determined the service actions resolved the issue.